Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at the electronics assembly. The functional testing could not be performed due to the blank display. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump was exposed to pool water. He did not recall the blood glucose reading. Fluid was visible under the display. The insulin pump had not been dropped or bumped. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.